Manufacturer narrative:
Products utilized during the procedure consisted of a prowler select plus microcatheter, road master 7french guiding catheter, excelsior sl10 microcatheter, and terumo gt guidewire. There were no indications of any conditions causing hypercoagulable state. The target site was the left parasellar with an unruptured saccular aneurysm that measured 4.9mm at the neck, and neck to sac ration was 4.9/7.1mm. The parent vessel diameter proximally was 3.9mm and distally was 3.8mm. The specifics antiplatelet therapy consisted of bayaspirin 100g ((B)(6) 2011), plavix 75g/day ((B)(6) 2011), bayaspirin 100g/day ((B)(6) 2011), pletal 200g/day ((B)(6) 2011). A cd copy of the procedure was not available. No further information was available. This is one product of multiple products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00172, 1058196-2011-00173, and 3007628272-2011-50009. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via the (B)(4) study that approximately six days post enterprise vrd assisted orbit coil embolization the patient had transient hemiplegia (lasting a few minutes) caused by an infarction. The modified rankin scale pre-procedure was 0, after (within a week) was 1, and 30 days after was 0. After antiplatelet therapy, the patient recovered within the same day. The physician reported that thrombus resulting from the enterprise vrd or coils (6 trufill dcs orbit galaxy and one trufill dcs orbit rdfl) may have caused the event because antiplatelet therapy was interrupted after intra-peritoneal bleeding that occurred 2 hours after the index procedure, which the physician considered related to the puncture of femoral area. There was no information available regarding the devices used related to the femoral puncture. The index target site was an unruptured left parasellar saccular aneurysm that measured 4.9mm at the neck, and neck to sac ratio was 4.9/7.1mm. The parent vessel diameter proximally was 3.9mm and distally was 3.8mm. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. The act pre-procedure was 126 seconds and post-procedure was 291 seconds. Antiplatelet therapy consisted of bayaspirin 100g and plavix 75mg/day one week prior to index procedure discontinued post procedure due to access site complication. Bayaspirin 100mg/day and petal 200mg/day was started the day of the transient hemiplegia. Angiographic images are not available. Lr packaging l/n # 01422127. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422127. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on april 30, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with enterprise vrd with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Based on the available information and as reported by the physician, it appears that factors requiring post procedural antiplatelet interruption contributed to the reported event. There is no indication of any device design or performance issues related to the event. Patient and pharmacological factors appear to have contributed. Therefore, no corrective actions will be taken at this time. This is one product of multiple products used during the same procedure on the same patient, which is associated with mfg reports 1058196-2011-00172, 1058196-2011-00173, and 3007628272-2011-50009.

Event description:
The (B)(4) study indicated that the patient with ID (B)(4) had transient hemiplegia (for a few minutes) caused by infarction approximately six days after the index procedure with an enterprise system, 6 orbit galaxy coils (catalog and lot unknown), and one orbit tdl (catalog and lot unknown). After antiplatelet therapy, the patient recovered within the same day. The physicians commented that thrombus resulted from enterprise vrd or coils could cause the event, because antiplatelet therapy was interrupted after intra-peritoneal bleeding that occurred 2 hours after the index procedure. The intra-peritoneal bleed was treated with blood transfusion, and recovery was confirmed 5 days after onset of the event. The physician considered that the bleeding was related to the puncture of femoral area, but there was no information about the devices. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement.